Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue be monitored, the patient was stable and asymptomatic.